Event description:
It was reported that when the screw was inserted, the screw thread was ground off and a piece of metal came out. The plate used was not identified. The screw could not be used because it did not lock onto the plate. No adverse event reported, no delay reported.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related 3025141-2025-00464 and 3025141-2025-00465.